Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / pain") and genital haemorrhage ("heavy and irregular bleeding/abnormal bleeding") in a 29-year-old female patient who had essure (batch no. 626152) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse),"), dysmenorrhoea ("dysmenorrhea (cramping),"), back pain ("back pain") and abdominal pain lower ("lower abdominal pain"). On an unknown date, the patient experienced bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) bacterial vaginosis,"). The patient was treated with surgery (pelvic surgery, (B)(6) 2016 (hysterectomy with bilateral salpingo-oopherectomy)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, back pain and abdominal pain lower had resolved, the genital haemorrhage, dysmenorrhoea and bacterial vaginosis outcome was unknown and the dyspareunia was resolving. The reporter considered abdominal pain lower, back pain, bacterial vaginosis, dysmenorrhoea, dyspareunia, genital haemorrhage and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Concerning the injuries reported in this case, the following one were confirmed in patient¿s medical records: abnormal bleeding, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / pain") and genital haemorrhage ("heavy and irregular bleeding/abnormal bleeding") in a 29-year-old female patient who had essure (batch no. 626152) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse),"), dysmenorrhoea ("dysmenorrhea (cramping),"), back pain ("back pain") and abdominal pain lower ("lower abdominal pain"). On an unknown date, the patient experienced bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) bacterial vaginosis,"). The patient was treated with surgery (pelvic surgery, (B)(6) 2016 (hysterectomy with bilateral salpingo-oopherectomy)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, back pain and abdominal pain lower had resolved, the genital haemorrhage, dysmenorrhoea and bacterial vaginosis outcome was unknown and the dyspareunia was resolving. The reporter considered abdominal pain lower, back pain, bacterial vaginosis, dysmenorrhoea, dyspareunia, genital haemorrhage and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Concerning the injuries reported in this case, the following one were confirmed in patient¿s medical records: abnormal bleeding, dyspareunia. Most recent follow-up information incorporated above includes: on 13-apr-2018: pfs received- new reporter and patient information were added. New event " bacterial vaginosis, dysmenorrhea (cramping), back pain, lower abdominal pain" were added. Lot number was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("heavy and irregular bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and dyspareunia ("dyspareunia"). The patient was treated with surgery (pelvic surgery on (B)(6) 2016). At the time of the report, the pelvic pain, genital haemorrhage and dyspareunia outcome was unknown. The reporter considered dyspareunia, genital haemorrhage and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.